Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1 f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. The rep checked and cleaned the power supply 1 (ps1). Voltage held at 5,16vdc. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was unable to take scout shots. The system was rebooted and then it was able to take these images. There was a delay of less than 1 hour and no impact on patient outcome.